Manufacturer narrative:
Visual analysis of the returned device identified weight to the spec, crease fold, deformation, wear abrasion. Cloudy was after autoclave disinfection process. Based on the device analysis the final assessment stated, no issues found related with the manufacturing process. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported right-side capsular contraction baker grade iii. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The events of "capsular contracture, baker grade iii" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, baker grade iii".

Event description:
Healthcare professional reported right-side capsular contraction, baker grade iii. Device remains implanted.